Manufacturer narrative:
Product analysis: analysis was able to confirm the output connectors needed to be replace, the output connectors were broken. Analysis also noted that the display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) output connection ports needed to be replaced. The epg was returned for serv ice. There was no patient involvement.